Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that cannula was inserted. On flushing line - leakage was present on the extension set tubing near luer access port. Cannula was removed and incident report filled out. Patient told about incident.